Manufacturer narrative:
Vyaire medical file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100 a ventilators map (mean airway pressure) dropped, the piston turned off and bias flow dropped as well.at this time, there is no information regarding patient involvement associated with the reported event.